Event description:
It was reported that during a lumbar laminectomy, the drill heated up. The account had a back up on hand to complete the procedure with a delay of a few minutes. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. When the device is received, a quality investigation will be performed and a f/u report will be filed.